Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
Upon follow up, patient is doing fine.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an incomplete side cut, thin flap and a tear in a patient's left eye during a corneal flap procedure. Flap thickness settings were changed to 140 to 150 microns prior to the start of this case. Multiple docking attempts were made on this eye due to fluid being present in the field. The third attempt to dock was successful. The surgeon attempted to lift the flap but the side cut was incomplete from 5:00 to 9:00 o'clock position. A crescent blade was used to complete the flap. A small tear was noticed outside the flap at the 9:00 o'clock position. The surgeon was able to treat and place a bandage contact lens over the eye. Pachometry readings on the left eye after surgery measured a flap of 94 microns. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
There are multiple factors that can contribute to docking issues including: patient movement, patient anatomy, loss of suction and user technique. An incomplete side cut may result from many different reasons; patient movement, loss of suction, physiology of the eye. In addition, a system-related issue was identified that could potentially contribute or cause an incomplete side cut. A software upgrade (2.30c) has been planned to minimize the frequency of potential incomplete side cuts caused by the identified system issue. Although the system-related issue has been identified as a possible cause or contributing factor to incomplete side cuts or side cut tags, it cannot be determined conclusively whether the system issue contributed to this reported event. The tear was observed during manual completion of the flap incision with a blade. Therefore, it cannot be determined whether the system caused or contributed to the event. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).